Manufacturer narrative:
The pump had intermittent button response due to corroded keypad traces. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked belt clip slot, and cracked battery tube threads.

Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at 600 mg/dl. The customer stated that they were not getting the high or low alerts from their insulin pump. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)